Event description:
During a routine hemodialysis treatment the operator failed to clamp the saline lines as directed, causing the saline bag to empty resulting in venous air alarms. Recovery attempts were unsuccessful and treatment was discontinued without performing rinseback of the patient's blood. A blood loss of approximately 190cc was reported. The patient received 1 unit of prbc on (B)(6) 2013 due to a hgb of 8.5gm/dl. No further medical intervention was required.

Manufacturer narrative:
The reported event is attributed to the operator not following instructions per the user's guide. There is no evidence of a device malfunction. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.